Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device lacked power was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was confirmed that the device trigger was sticking and did not move smoothly. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device trigger was sticking and the moving parts did not move smoothly. It was further determined that the device failed pretest for check for sticky triggers. It was noted in the service order that the device lacked power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.